Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the emergency room (ER) with a nosebleed. There were a lot of pulsatility index (pi) events and interrogation was only visible for (B)(6) 2026. Log files were sent for review and captured 123 pi events from (B)(6) 2026 from 11:05 am to 12:36 pm. The mechanical circulatory system (mcs) equipment was operating as intended.